Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC line leaking at insertion site, line was pulled and a hole was found around the 10cm mark. PICC line was pulled and replaced. No patient harm-the line was discovered to be leaking and was safely removed with tip intact. No injury to the arm or vessel. No other information was provided.